Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral vascular treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous vessel of the left upper arm. During the first inflation, the 6.0mm x 40/40 sterling over-the-wire balloon catheter ruptured at 6 atms. The procedure was successfully completed with a path blazer balloon catheter. No patient complications were reported and the patient's status is good.